Event description:
It was reported that the issue is "repetitive downstream occlusion". There was unknown patient involvement.

Manufacturer narrative:
B3 is unknown. One device was received for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test found battery compartment starting to crack. Functional test was performed. The error history log was downloaded, and no problems were found. The problem could not be duplicated. Preventative service was performed, and the downstream occlusion (dso) sensor was recalibrated, and battery compartment was replaced by the manufacturer representative.